Event description:
The info provided to sjm indicated that a 6f angio-seal vip was selected for use after catheterization and the pt was discharged the same day. The pt returned presenting with leg weakness and numbness. The pt underwent an embolectomy and thrombectomy procedure and was discharged.